Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery alarm. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector were noted. However, moisture damage was noted to the electronic assembly. No moisture damage was noted on the motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a cracked case at the display window corner.

Event description:
Customer reported her insulin pump gave a check bg alert and it kept repeating. Customer could not clear the alarm. She reinserted the battery and the device alarmed failed battery test. She replaced it with a new battery and the device alarmed battery out limit. Customer tried clearing the alarm but the buttons were unresponsive. Customer's blood glucose was 98 mg/dl. The device was not bumped. Customer wears the device in her bra and she sweats profusely. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)